Event description:
In 2006, the pt reported that her infusion device kept beeping and displayed a 777 on her device screen. The pt was advised to change the battery to clear the error. The infusion device returned to its normal functionality. The pt also reported during this same day, troubleshooting call that one day earlier, she also experienced her infusion device beeping and displaying the 777 on the device screen. The pt is aware of the power pack recall, but was unsure if this power pack had been in use for 2 weeks. The pt inserted a new power pack and the infusion device went back to performing as intended. The pt's blood glucose was not affected. No medical attention was necessary. The product has been requested for return to be evaluated.